Event description:
During the procedure, the patient was positioned in beach chair. During the procedure, the head piece moved about 8 inches and the patient's head moved the same amount. The hydraulics stopped working and the head shifted and the staff had to hold the head in place.